Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited 100% atrial burden since the last reset. The patient was in normal sinus rhythm. Disk analysis was performed which revealed that the value for the atrial tachycardia/atrial fibrillation burden was caused by a single bit flip. The device had no resets; no abnormal faults; and appeared to be functioning properly except for the single bit flip in the atrial duration. No adverse patient effects were reported. The device remains in service.